Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the communicator not connecting to implanted neurostimulator. Patient states getting device not responding when trying to connect since last week. Communicator blue tooth was showing agent had patient reposition communicator and try again. The issue was not resolved. Patient had mentioned they last charged ins last week. Patient services (ps) called patient back to try the recharger app. It was found therapy was off and ins charge level was low. Ps reviewed patient can continue charging and then use programmer to turn therapy on.